Event description:
It was reported that when the pt woke up in the morning and put on the speech processor, they cried and reported it was too loud. Pt refused to put device back on. External equipment was exchanged but the problem was not solved. Testing confirmed that the implant had malfunctioned.